Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported experiencing a hypoglycemic event while using the dexcom g6 cgm (continuous glucose monitor) system. According to the patient, she did not modify the user low alert threshold appropriately and thus ended up receiving the alert from her cgm application too late. The patient stated that she suffered from a hypoglycemic event with a blood glucose value of 39 mg/dl, during which she became weak, pale, and had body tremors. The patient self-treated with glucagon and gluco100 (glucose). The patient was in stable condition at the time of contact. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).